Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been hospitalized twice and that the most recent time was on (B)(6) 2017. He said that he was hospitalized for two nights because of high blood glucose. During high blood glucose troubleshooting, the customer¿s blood glucose was over 500 mg/dl at the time and his current is 156 mg/dl. He stated that he treated with a manual injection. The customer did not want to complete the high blood glucose troubleshooting because he said that he did not have time. The insulin pump will not be returning for analysis.